Event description:
It was reported that a patient underwent an unknown surgery with hardware implantation. Sometime post-op, the patient complained of pain. Patient was given "long standing antiobiotic treatment". A revision was done to remove the hardware and a short time later, it was reported that a biopsy was done. Patient has since returned still complaining of pain. Surgeon suggests it could be a reaction to the implants or a "low grade infection". Final diagnosis has not yet been made. A second revision surgery is planned to replace remaining hardware. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.